Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an occlusion alarm occurred. During troubleshooting with tandem technical support, customer was instructed to remove site and customer declined to further troubleshoot. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose level was 359 mg/dl. Customer changed pump supplies to resolve the issue.